Event description:
A peritoneal dialysis (pd) patient's caregiver reported that he experienced drain issues during treatment. Patient's caregiver stated that the pt was hurting during drain #3. Drain 0: 608ml; fill 1: 1502 ml, drain 1: 1052ml; dill 2: 1502ml, drain 2: 1290ml; fill 3: 1502ml, drain 3: 3879ml; fill 4: 1502ml, drain 4: 1718ml; the reported drain volume of 3879ml was 258% over the expected drain volume which resulted in a reportable device malfunction. The pt did not require medical intervention or treatment as a result of the overfill.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation.